Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. The meter is functioning properly. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results and an e-4 error message. Customer states that earlier today she was experiencing symptoms of dizziness, sleepiness, headache and unsteady walking. Customer she is feeling well at this time and does not require any medical attention. Customer complains of lo results (less than 20mg/dl) as well. Customer states that feels well and requires no medical attention. The customer's expected blood result is 120-125mg/dl fasting. Verified the strips expire 9/14/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 175mg/dl and 165mg/dl not fasting. Reviewed meter memory: (B)(4). The customer is concerned with the result of the 99mg/dl in the meter's memory. The customer advised that earlier in the day when she had performed the blood test and got the 99mg/dl that she felt that the result should have been lower around 50mg/dl since she gets the symptoms when it is that low. She said she was having symptoms of dizziness, sleepiness headache and unsteady walking. She took 2 glucose tablets and took her blood test about an hour and a half later and the result went up to 140mg/dl and she felt better.